Manufacturer narrative:
Examination of the reported devices by depuy material science confirms stem fracture due to low stress, high cycle fatigue. No material defects or inclusions were noted that would have contributed to the fracture. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The returned liner is competitor product. Depuy femoral devices were used in conjunction with a competitors acetabular components. This use of depuy devices is not recommended and is considered off label use. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Monitor via trending (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Implant fractured distally. Patient has no history of fall. Additional info received: 1. During the surgery in 2013 when I implanted reclaim, all went very smoothly and insertion of stem was very smooth. 2. Post op, there were no falls and she was progressing very well. She is a retired physio and used crutches till (B)(6) 2014 and only started full weight bearing in (B)(6) 2014. 3. During removal of implant, the distal broken bit was fully incorporated and was not easy to remove. 4. She is very frustrated and once the testing is finished, she wants the implant and may take the litigation route. 5. During the surgery, I did use her own femoral head as morsalised bone graft and I was quite confident that even with delayed union a 16 diameter stem should not fail in a (B)(6) low demand retired patient. 6. There does appear to be a tiny notch at one of the ribs at the site of stem fracture. It is seen on two x rays and patient questions regarding manufacturing fault. 7. In my opinion an implant will fatigue and fail in a non union but my experience over 20 years has been very good even with patients where proximal femur is deficient and similar implants have lasted over 15 years.

Manufacturer narrative:
This investigation has been reopened due to the addition of pain as a patient harm. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
(B)(4). Conclusion and justification status: implant fractured distally. Patient has no history of fall. Additional info received from (B)(6): during the surgery in 2013 when I implanted reclaim, all went very smoothly and insertion of stem was very smooth. Post op, there were no falls and she was progressing very well. She is a retired physio and used crutches till (B)(6) 2014 and only started full weight bearing in (B)(6) 2014. During removal of implant, the distal broken bit was fully incorporated and was not easy to remove. She very frustrated and once the testing is finished, she wants the implant and may take the litigation route. During the surgery, I did use her own femoral head as morsalised bone graft and I was quite confident that even with delayed union a 16 diameter stem should not fail in a 64 kg low demand retired patient. There does appear to be a tiny notch at one of the ribs at the site of stem fracture. It is seen on two x rays and patient questions regarding manufacturing fault. In my opinion an implant will fatigue and fail in a non union but my experience over 20 years has been very good even with patients where proximal femur is deficient and similar implants have lasted over 15 years. Examination of the reported devices by depuy material science confirms stem fracture due to low stress, high cycle fatigue. No material defects or inclusions were noted that would have contributed to the fracture. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The returned liner is competitor product. Depuy femoral devices were used in conjunction with a competitors acetabular components. This use of depuy devices is not recommended and is considered off label use. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Monitor via trending sep-419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.